Event description:
It was reported that an ilet bionic pancreas exhibited a broken and unresponsive touchscreen, with a visible crack on the digitizer that prevented the slide-to-unlock function and user input; the device powered on but did not accept touch input, and the user synced data before shutdown. Symptoms included no clinical effects reported. Outcomes included no impact to the user¿s health and continued cgm use via the dexcom app or receiver. Investigation included device replacement logistics, data sync verification, shutdown guidance, and collection of the device for return and evaluation. Investigation of this case revealed a damaged display consistent with physical damage to the digitizer and loss of touch functionality. It was concluded that the device experienced a hardware display failure due to screen damage, and a replacement was provided to restore therapy continuity.